Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of log file for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. The patient interface was docked twice on the right eye, because the first treatment of the right eye was cancelled and treated again. The first treatment of the right eye was cancelled, because the surgeon had difficulties to reach suction two, before laser fired. Afterwards, the treatment for the right eye was repeated and was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient post lasik surgery, during applanation the flap was decentered but the surgeon and technician was able to center enough to proceed. Clinical application specialist was concentrated on the meniscus. Flap was completed' without complication but when the patient was brought under the machine , the flap appeared grossly decentered. Surgeon was not instructed to lift the flap, but lifted the flap. Flap was put back down and surgery was not completed. Patient will be monitored for the next few months and after the cornea has healed, photo refractive keratectomy would be discussed as an option. Additional information has been requested.